Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, smith and nephew has not received the device/and or adequate clinical documentation to fully evaluate the complaint. Based on the information provided, ¿the patient threw herself to the ground as a joke to her daughter and caused the dislocation.¿ per report, this patient underwent a revision surgery in which an unkn redapt acetabular cement liner and a unkn fem head memphis ox were explanted, and the surgeon implanted plus 4 20-degree liner and +12 36 ox head on the djo stem. The impact to the patient beyond that which has already been reported cannot be determined. Should any other relevant patient information be provided, this complaint would be re-assessed. Therefore, no further clinical/medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, after a thr revision surgery, the patient experienced joint dislocation. This adverse event led to a revision surgery in which an unkn redapt acet cem liner and a unkn fem head memphis ox were explanted. The current health status of the patient is unknown.